Manufacturer narrative:
Batch review performed on 23 april 2024: lot 135430:(B)(4) items manufactured and released on 13-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 9 years and 9 months from the primary, the patient came in reporting pain due to a potted stem and the cause of the potted stem is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.